Manufacturer narrative:
(B)(6). Patient weight not available for reporting additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - original part mfg date: 02-september-2014. Part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of a tibial fracture on (B)(6) 2015 for a broken plate. The patient also had a non-union. It was unknown if the patient was symptomatic. Patient underwent explant of the following hardware: a 2.7 mm/3.5 mm variable angle locking compression plate (lcp) anterolateral distal tibial plate, a quantity of seven (7) 2.7 mm va locking screws, a quantity of one (1) 3.5 mm cortex screw and a quantity of four (4) 3.5 mm locking screws. There was no surgical delay or harm to patient. Patient status/outcome post-surgery was reported as unknown. Procedure was completed successfully. This is report 1 of 1 for (B)(4).